Event description:
According to the initial reporter "on 13jan2020 the device was placed due to chronic hydronephrosis via cystoscopy with retrograde pyelogram. Placement was confirmed via fluoroscopy. Device was removed emergently on (B)(6) 2020 due to complication of stent dislodgement and encrustation and was a device deficiency. Site stated ¿emergent procedure for dislodgement and heavily calcified metal stent. Thick, purulent effluvium released after new stent placed." Pr (B)(4) captures the encrustation and this complaint captures the stent dislodgement.